Event description:
Same case as 2134265-2018-62784. It was reported a perforation and pericardial effusion occurred and the patient became hypotensive and pulseless. An intellamap orion mapping catheter and an intellanav oi ablation catheter were selected for use during a premature ventricular contraction (pvc) procedure. After mapping occurred and after they had burned "extensively," the patient was "not doing well" and became and pulseless. Initially, they thought the patient was feeling presyncopal and borderline hypotensive because he was a vagal. However, the hypotension progressed and cardiac echo revealed a small to moderate pericardial effusion. The procedure was terminated and the standard advanced trauma life support (atls) protocol was implemented. The effusion eventually required a pericardiocentesis. The cause of the effusion was presumed to be a perforation resulting from ablation; they had been ablating for "a while" when the hypotension occurred. The mapping catheter had not been used for roughly half an hour prior to when the complications were observed. The physician did not mention any resistance while maneuvering the catheters. The patient was hemodynamically stable but intubated.

Manufacturer narrative:
Device eval by MFR: visual inspection of the returned device found the distal end was slightly twisted. The device passed the left curve test, but failed the right curve test. Continuity checks revealed no electrical shorts or opens. Tip offset testing was performed and the values indicated the device was tracking normally. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specification and no error codes, warnings or alarms occurred during three ablations. X-ray found slack in the signal wires in the distal end, and possible corrosion on the steering wires between rings 1-3.the distal end was dissected for visual inspection of the steering wires. No body fluid ingress evidence observed under the rings or inside the distal end cavity. The kevlar sheath was dissected to expose the steering wires/center support. Corrosion was found on the steering wires and center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Same case as 2134265-2018-62784. It was reported a perforation and pericardial effusion occurred and the patient became hypotensive and pulseless. An intellamap orion mapping catheter and an intellanav oi ablation catheter were selected for use during a premature ventricular contraction (pvc) procedure. After mapping occurred and after they had burned "extensively," the patient was "not doing well" and became and pulseless. Initially, they thought the patient was feeling presyncopal and borderline hypotensive because he was a vagal. However, the hypotension progressed and cardiac echo revealed a small to moderate pericardial effusion. The procedure was terminated and the standard advanced trauma life support (atls) protocol was implemented. The effusion eventually required a pericardiocentesis. The cause of the effusion was presumed to be a perforation resulting from ablation; they had been ablating for "a while" when the hypotension occurred. The mapping catheter had not been used for roughly half an hour prior to when the complications were observed. The physician did not mention any resistance while maneuvering the catheters. The patient was hemodynamically stable but intubated.